Event description:
It was reported that there was erosion in 2009. The patient¿s pump ¿blew out her side¿ and was ¿sticking 2/3 of the way out of the patient¿s stomach.¿ it was unknown whether the pump ruptured the skin and infection was not mentioned. No symptoms were reported. The pump was removed ¿right away.¿ the reporter mentioned that ¿11 months before the pump was removed the healthcare professional (hcp) did surgery to strengthen the pocket.¿ the pump was used to infuse morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93117826, implanted: (B)(6) 1994, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had fallen at home and waited several days/a week to be seen by the hcp. There had been wound dehiscence and the pump could be visualized through the opening it was extruded from. There was erythema of the surrounding skin. The pump was explanted "on or around" (B)(6) 2011.